Event description:
It was reported that log files were sent in for review. Technical services (ts) noted multiple loss of external power events while connected to the mobile power unit (mpu) which enabled the emergency backup battery (ebb). Two of the loss of external power events were a result of simultaneous system controller lead disconnect from the mpu power and were resolved once external power was restored. A low battery hazard alarm was also noted. The pump was operating as intended with no notable alarms or events recorded. Patient support was ongoing.

Manufacturer narrative:
Patient age and date of birth has been requested but not yet provided. Device serial number has been requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported no external power events while connected to the mobile power unit were confirmed via the submitted log file. The submitted log file contained events spanning approximately 10 days ((B)(6) 2022 per the timestamp). The log file captured four loss of power events while using the mpu that occurred on (B)(6) 2022 at 09:15:17¿ 09:15:37, and at 09:16:05 ¿ 09:17:09, then on (B)(6) 2022 at 07:27:14¿ 07:27:16 and then on (B)(6) 2022 at 12:22:26¿ 12:22:40. These alarms appeared to have been caused due to a loss of ac power. The backup battery supported the system controller and maintained the pump speed above the low speed limit while external power was lost. The alarms cleared once power was restored. The mpu (serial number: unknown) was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event, including the serial number of the mobile power unit (mpu), if the mpu had a v-lock connector on its power cord if the power cord was disconnected at the wall or back of the unit if environmental circumstances had affected ac power at the time of the event, and if any products would exchange/return for analysis; however, no responses were received. As a result, this analysis could not conclusively determine the exact cause of the reported event. The complaint file will close accordingly and reopen if pertinent information is received. Heartmate 3 patient handbook with mpu (section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate 3 instructions for use and heartmate 3 patient handbook both caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.